Event description:
Per the clinic, the patient experienced poor performance with the device use and shocking sensation. Subsequently, the device was explanted on (B)(6) 2026. During the explantation surgery, it was discovered that the ground electrode had migrated into the mastoid. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.